Event description:
As reported, during a procedure involving removal of an unspecified inferior vena cava (ivc) filter that was no longer needed with angioplasty of ivc stenosis, a gunther tulip vena cava filter retrieval set¿s snare wire broke. The event occurred in interventional radiology. Reportedly, the cap of the sheath separated, and the snare wire broke inside of the patient; however, all components were retrieved and nothing was retained in the patient. Additional information has been requested but is not available at this time.

Manufacturer narrative:
. A4: weight = 127 (unknown units) h3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.